Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a frayed cable. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the instrument operated as expected during the last procedure usage. The instrument did not exhibit any unintended energy discharge. There was no patient injury. The instrument did not involve in any inadvertent contact with another hard object or instrument. After the completion of the last procedure, the instrument was inspected with no damage or anything out of the ordinary.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and was found with a damage conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. Further observation found unrelated to the primary failure states that the instrument had localized melting near the grip base. The instrument was placed and driven on an in-house system. The instrument passed the recognition engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The complaint was confirmed by failure analysis.